Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2015. The patient informed the csr that before the alleged issue occurred, she was experiencing symptoms of feeling ¿dizzy, heavy, short of breath, confused and not very hungry¿ which lasted a duration of about 48 hours. During this time, the patient was taking antibiotics (unspecified type or dose) to treat an infection. The patient claimed that two days later, she obtained a ¿high¿ blood glucose warning message and two blood glucose readings of ¿19.2 mmol/l¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages her diabetes with self-adjusted insulin (unspecified type) and advised that same day, in response to the alleged issue, she did not eat any food but that she continued to take her usual dose of insulin which she advised was 20 units based on the result of ¿19.2 mmol/l¿ she allegedly obtained. The patient reportedly visited her clinic to see her new doctor on (B)(6) 2015, and she advised that the doctor ¿recommended rest¿ without performing any blood glucose test. The patient reported that on (B)(6) 2015, she was admitted to the intensive care unit (ICU) at hospital where her blood glucose was tested on a laboratory device, a result of ¿47.2 mmol/l¿ was obtained and that she was subsequently treated with IV insulin by a health care professional (hcp). The patient also advised that she didn't regain consciousness until 3 days later. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. It is not known if the patient was following the correct testing method as she was unable and/or unwilling to describe her testing steps. The csr confirmed that the test strip vial was intact, that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because whilst using the device, the patient reportedly developed symptoms suggestive of severe hyperglycemia which subsequently meets lfs¿ criteria for a serious injury reportable adverse event. In addition, the patient received medical treatment from a hcp for this condition. The alleged issue could not be ruled out as a cause and/or contributor the event.

Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.